Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the integrated electrical surgical unit (iesu) exhibiting errors c82 and 1 71 at the end of the surgical procedure. The iesu was restarted and the errors did not reoccur, but the customer was not able to retest the bipolar energy. Tse reviewed the system logs and confirmed the related errors, and determined they indicated a relay error on the bipolar port. The customer reported finishing the procedure using a standalone backup generator and confirmed there was no additional backup generator available. The procedure was completed with no reported injury.